Event description:
It was reported that during reprocessing a pk dissecting forceps instrument, a small crack was found along the wristed part of instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The yaw pulley showed charring and localized melting at the grip base that may look like a small crack. Material is missing. The charring may be due to a breach in the insulation. Electrical continuity testing was performed and passed. An additional observation not reported was scratches on the surface of the pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.